Event description:
The customer reported via phone call that they received a no delivery alarm. Customer stated they were unable to change their infusion set. The customer's blood glucose was unknown. Troubleshooting found insulin was able to exit with a push plunger. However, troubleshooting also found the insulin pump alarmed no delivery with a manual prime. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratches on the display window and a cracked reservoir tube lip.